Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a unilateral inguinal hernia, while using the device to apply the mesh during the 2nd firing, all the tacks popped out of the holder. Another device was used to complete the case. There was no patient injury.